Event description:
It was reported that the bd safe-clip¿ was damaged. The following information was provided by the initial reporter, translated from spanish: "once again, updated information is received on 01-13-2023 with the following observation "during retraining with a nurse educator, there is evidence of damage to the needle clipper device"."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nypro. This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the video provided. Customer indicated that its needle-cutting device has a fault. "During retraining with a nurse educator, there is evidence of damage to the needle clipper device". The video was examined visually and looks like a reddish-brown material on the surface of the safe clip device surrounding the aperture or cutting hole. Not able to visually confirm damage on the product from the video provided from the customer. It appears that the user has difficulty inserting a pen needle cannula into the cutting hole, but it cannot be determined from the video alone what could be causing this difficulty. A device history review was conducted for lot number 9317001. Embecta was no able to duplicate or confirm the customer¿s indicated failure (damaged) based on the video received. Root cause cannot be determined at this time based solely on the video provided.

Event description:
It was reported that the bd safe-clip¿ was damaged. The following information was provided by the initial reporter, translated from spanish: "once again, updated information is received on 01-13-2023 with the following observation "during retraining with a nurse educator, there is evidence of damage to the needle clipper device".